Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a revision surgery, during which the rv lead was repositioned due to elevated pacing thresholds. No additional adverse patient effects were reported.